Event description:
Cannot sleep due to not being able to use CPAP from philips. Got information telling me not to use it and register with phillips to get a replacement. After more than 6 months and nothing from philips and insurance won't pay for another, I'm really struggling. FDA safety report ID# (B)(4).